Event description:
It was reported that air and fluid have been leaking both in and out of the connection hub while draining. From customer's report: fluid leak out of connecting tubing luer end - also air leaked into tubes - bubbles noted in tubing of fluid. The luer end was connected to 3-way tap to drain fluid prior to capping tubing. During drainage leaking noted. Multiple 3-way taps and bungs aseptically changes to attempt to resolve leak. Visually could be seen fluid leaking from the luer/thread of connecting tubing and air entry at that site. No adverse patient outcome. Photo review by rcc - bubbles noted in the tubing.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo and one sample were received by our quality team for investigation. The drainage line was observed by the mannford site and the supplier. No issues with the drainage line and to the luer connection were observed. A failure could not be replicated. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001414958 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
It was reported that air and fluid have been leaking both in and out of the connection hub while draining. From customer's report: fluid leak out of connecting tubing luer end - also air leaked into tubes - bubbles noted in tubing of fluid. The luer end was connected to 3-way tap to drain fluid prior to capping tubing. During drainage leaking noted. Multiple 3-way taps and bungs aseptically changes to attempt to resolve leak. Visually could be seen fluid leaking from the luer/thread of connecting tubing and air entry at that site. No adverse patient outcome. Photo review by rcc - bubbles noted in the tubing.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0504. Patient problem code: f26.